Event description:
Packed red blood cells (prbcs) setup to infuse via y type blood delivery system as per protocol. Normal saline on other side y infusion set backed up into prbc side. Clamp was closed on normal saline side and appeared to fail.====================== health professional's impression======================potential failure of the clamp on the normal tubing. There has been talk among the staff that there have been other similar failures, but those were not reported.the clamp appears to be functioning now. Possibly tubing was not in the channel properly during infusion, or just not a complete positive closure (= slow leak?). Or something else.